Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, leading to inappropriate automatic mode switch and inhibition of pacing. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.